Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with pseudoarthrosis l4-l5, degenerative spondylolisthesis l4-5, spinal steno sis l4-l5 and underwent the following procedures: arthrodesis, posterior lumbar interbody technique l4-l5. Arthrodesis, posterolateral technique l4-l5. Transfacet decompression of foraminal disc herniation and osteophyte formation on the left at l4-l5. Posterior nonsegmental instrumentation using pedicle screws 5.5 mm diameter, l4-l5. Application of intervertebral biomechanical device, l4-l5 using a cage. Injection of duramorph and fentanyl intrathecal. Excision of right-sided facet cyst compressing the thecal sac and traversing nerve root. Exploration of spine fusion, l4-l5. Pre-operatively, MRI scan showed residual stenosis at l4-l5 with a large facet cyst on the right side and severe facet arthropathy. There was also persistent grade 1 listhesis. As per op-notes,¿ we performed an annulotomy and a complete discectomy and sequentially distracted the disc space up. We curetted the endplates down to the bare bone and then placed a 36 mm cage packed with bmp-soaked sponge within the cage and anterior to the cage and then local bone graft placed posterior to the cage. Once that was in good position, I completed a laminectomy at l4. There was a great deal of scar tissue over top of the thecal sac. We removed a small portion of the l5 lamina to allow us to get to virgin dura and then followed this proximally, excising the facet cyst which was quite adherent to the dura. We undercut the facet complex significantly on the right side as well to decompress the neural foramen. Due to our interbody distraction, the foramen was fairly well opened once we had completed this. We could easily pass a ball-tipped prove out the foramen. Also, the l5 foramen was checked and found to be nicely patent. The wound was then copiously irrigated. We placed pedicle screws under fluoroscopic guidance at l4 and l5 and placed the connecting rods, performed a slight reduction maneuver to reduce the spondylolisthesis further. Compression was placed across the construct and the locking caps were given their final tightening. Once that was completed, we placed local bone graft out to the lateral gutter on the left side and a piece of bmp-soaked sponge wrapped around local bone graft out into the gutter on the right side. ¿the patient tolerated the procedure well without any intraoperative complications.